Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available, the event will be updated.

Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) was in the hospital. It was noted that the patient required external defibrillation wihle there. To date, there have been no reported adverse patient effects related to this clinical observation.